Manufacturer narrative:
By checking the dhrs of the involved lots # (1810512, 17at060), no preexisting anomaly was found. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery occurred on (B)(6) 2019 due to shoulder dislocation. Primary reverse arthroplasty was originally performed on (B)(6) 2018. According to info provided, patient had recently fallen but it was believed that due to presence of poly wear, patient had been dislocated for a while. A closed reduction was attempted before revision surgery, but since stability could not be achieved, patient was then revised from +3mm retentive poly (code# 1365.50.816, lot# 17at060) to a +9mm extension and a std retentive poly glenosphere was replaced with a same size (dia. 40mm) eccentric glenosphere (code# 1376.09.040, lot# 1810512), and positioned appropriately for stability. Event happened in united states.